Manufacturer narrative:
The stm replaced the broken vacuum connector and o-ring in the compressor. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
During a previously scheduled service call, while making repairs to the cardiosave intra-aortic balloon pump (iabp), the service territory manager (stm) broke the vacuum connector and o-ring in the compressor. There was no patient involvement reported.